Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for tissue injury requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 3+. The transseptal puncture was low, it was 3.2 cm and the atrium was small. Due to the low transseptal height the first clip was already under the mitral valve in the left ventricle. The m knob was turned when the clip was directly under the valve. There was a shadow on the image due to the steerable guide catheter (sgc) making visualization difficult. After several attempts to get the clip over the valve, the clip got caught in the chordae. A chordae ruptured occurred in the lateral in the commissure. This caused an eccentric jet. The first clip was implanted to treat the central mr. A second clip was placed to treat the lateral mr and to treat the chordae rupture. The mr was reduced to 2-3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult or delayed positioning from the anatomy appears to be due to leaflet pathology and challenging anatomy. The reported image resolution poor was difficult visualization due to the shadow of the steerable guide catheter (sgc). The reported difficult to remove from anatomy appears to be the resulted of difficult to positioning. Additionally, unspecified tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unspecified tissue injury (ruptured chordae) was the result of difficult to remove. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.